Manufacturer narrative:
(B)(4).

Event description:
During a pump pocket revision procedure, it was noted that the catheter was coiled. The catheter was readjusted and the patient was sent home with no related concerns. The reason for the pocket revision is unknown.